Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician replaced the mixing motor and distributor board. The mixing motor worked properly but the error remained. After further investigation, the technician replaced the cpu board to resolve the issue and subsequent functional verification testing and recalibration was completed without further issues. The unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.